Manufacturer narrative:
The complainant was unable to provide the event/procedure date, therefore the first day of the month in which the event was reported was used ((B)(6) 2019). The device was part of an orcapod 4 kit. The complainant was unable to provide the suspect device lot number for the kit; therefore, the expiration date, device manufacture dates are unknown. Device problem code 1354 captures the reportable event of device leak. According to the complainant, the suspect device is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a seal biopsy valve was used in a colonoscopy procedure on an unknown date. According to the complainant, the seal biopsy valve squirted fluid out when the tech was cleaning the scope, post procedure. The procedure had been completed using this seal biopsy valve. There was no patient involved in this event. Additional information received on 03may2019. The tech who got spurted in face had to do complete eye wash and report to employee health.

Manufacturer narrative:
The complainant was unable to provide the event/procedure date, therefore the first day of the month in which the event was reported was used ((B)(6) 2019). The device was part of an orcapod 4 kit. The complainant was unable to provide the suspect device lot number for the kit; therefore, the expiration date, device manufacture dates are unknown. (B)(4). According to the complainant, the suspect device is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a seal biopsy valve was used in a colonoscopy procedure on an unknown date. According to the complainant, the seal biopsy valve squirted fluid out when the tech was cleaning the scope, post procedure. The procedure had been completed using this seal biopsy valve. There was no patient involved in this event.